Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." Correction:concomitant medical products.

Event description:
It was reported that the foley catheter balloon burst during inflation. This occurred two times, and the balloons were filled with 6ml of sterile water.

Manufacturer narrative:
The reported event was inconclusive based on photo provided by medicon. The balloon appeared to have experienced a burst with no missing pieces. However, we were unable to perform functional testing on the returned sample; thus, the sample was classified as a poor sample condition since photos are inadequate in performing evaluations. A potential root cause for this failure mode could be user related (example: contact with sharp object)/exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." Correction: d10, h3, additional event information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon burst during inflation. This occurred twice, and the balloons were filled with 6ml of sterile water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon burst during inflation. This occurred two times, and the balloons were filled with 6ml of sterile water.